Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a power interruption observed in the black box and alarm history. The pump powered on properly with no power loss. The rewind, load and prime steps were performed successfully. The pump was exercised pump for 24 hours with no power issues. There was no moisture in the battery compartment. There was no issue with the internal components of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.